Manufacturer narrative:
Concomitant products: product ID: 377745, lot#: n0032111, implanted: (B)(6) 2005, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(4), ubd: 28-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead was removed and replaced with a 5x6x5 surgical paddle. It is suspected that the lead migrated but it is hard to determine due to lack of previous records or imaging. There was no anchor identified and the lead was easily removed. The entire system was replaced with intellis and a new 5x6x5 with placement at the bottom of t7. No further intervention is expected and the issue was resolved.